Manufacturer narrative:
Initial and final MDR 1876254 - MDR 3003442380-2024-05209 - device 2 of 3. E1: patient country: (B)(6) .

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that three infusion set cannulas were bent, 3 or more hours after insertion for all events which led to high blood glucose. The insertion site of the infusion site was at abdomen. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion. The customer regularly rotates site location. The infusion set in use about 4-5 hours for all events. The patient received correction injection via multiple daily injection (mdi). The customer did not test for ketones. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.